Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the lead was partially returned. An insulation abrasion was noted at 9.2 cm to 12.0 cm from the connector pin which exposed the outer coil. The abrasions was consistent with exposure to constant friction with another implantable device. This likely contributed to the reported noise.

Event description:
It was reported that the right atrial lead exhibited noise and an insulation abrasion was noted. The lead was capped and replaced.